Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss for multiple transmitters (up to 15 minutes at a time). The customer also reported that this issue is occurring in the entire wing of the 2nd floor within one of their older buildings. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical products & common device name: the following transmitter was used in conjunction with the cns, but did not experience a failure: transmitter - model: zm-531ra, s/n: (B)(4), approximate age of the device: 39 months, device manufacturer date: 02/04/2017, unique identifier (UDI) #: (B)(4). Multiple other transmitters were used in conjunction with the cns, but are not the devices that experienced failure. Attempts to obtain further information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss for multiple transmitters (up to 15 minutes at a time).

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss for multiple transmitters (up to 15 minutes at a time).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent comm loss for multiple transmitters (up to 15 minutes at a time). The customer also reported that this issue is occurring in the entire wing of the 2nd floor in one of their older buildings. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: nihon kohden's on-site support was sent to the customer to troubleshoot the issue. The customer had two different generations of antenna systems. Tests performed showed that the two systems were unable to work in conjunction with one another and caused signal loss. It was recommended that the antenna system should be consistent throughout the facility.